Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 215 and 256 mg/dl. The customer¿s expected fasting blood glucose test result range is 98 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 02/16/2021. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 215mg/dl, date: 01/01/19, time: 12:03pm, fasting. Result 2: 256mg/dl, date: 01/01/19, time: 12:01pm, fasting. Result 3: 276mg/dl, date: 10/28/19, time: 12:07pm, fasting. Result 4: 244mg/dl, date: 10/28/19, time: 12:06pm, fasting. Result 5: 236mg/dl, date: 10/28/19, time: 12:02pm, fasting.

Manufacturer narrative:
Sections with additional information as of 07-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.